Manufacturer narrative:
Product analysis: the device returned with kinks along the hypotube. The distal shaft was kinked 10.3cm distal to the guidewire entry port. The device failed negative prep. Upon visual inspection of the device, a longitudinal tear was observed on the balloon working length. The balloon material was jagged along the length of the tear site. There was deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a sprinter legend balloon to pre dilate a mildly calcified and tortuous mid cx lesion exhibiting 85% stenosis. No damage was noted to the device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force was used. It was reported that upon first inflation to 16 atm a burst / rupture occurred in vivo. There was a sudden drop in pressure. The device was not moved or repositioned prior to the burst. Procedure was completed with another sprinter legend. No injury reported.